Event description:
A customer contacted baxter (B)(4) regarding a high drain alarm that appeared on the homechoice (hc) machine during use, while at power up. The technical service representative (tsr) reviewed the therapy settings, therapy log, and uf per cycle. Tsr had the home patient (hp) do a manual drain with a manual bag. The hp drained out 4.2kg. The tsr explained the hc will be swapped out. Hp stated the rn will assist with programming. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for iipv in an adult was confirmed during the event history log review, and the root cause was determined to be insufficient drain-tidal uf removal set too low. The device did not meet baxter specifications upon arrival, thus repair was required. The actual home choice device was evaluated and all functional tests were performed as per baxter?s required procedures. The reported condition of high drain 105 was confirmed but not duplicated. Visual inspection found no physical damages. The power on self test was successfully completed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.